Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/12/2025, the user¿s caregiver reported that the user had been reading ¿high¿ on their cgm for several hours despite performing a full supply change earlier that day. A fingerstick confirmed a blood glucose (bg) level of approximately 400 mg/dl. The caregiver was advised to change the infusion site to rule out a bent cannula. Follow-up indicated bg levels briefly decreased to 271 mg/dl but later rose again to 335 mg/dl. On 09/13/2025, the caregiver reported continued hyperglycemia despite multiple site changes. No hospitalization was reported.